Event description:
Complaint alleged that the bed keeps alarming.

Manufacturer narrative:
Technician found the emergency trend valve inoperable due to deterioration. Removed emergency trend valve, cleaned hydraulic port and installed new emergency trend valve to resolve this issue.